Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic probe was kinked and deformed about 1 cm from the tip after becoming stuck. The issue occurred during a bronchoscopy procedure under general anesthesia, which was prolonged 30 to 45 minutes. There were no reports of patient harm.